Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. UDI: (B)(4). Concomitant medical products: item number: xl-200150, item name: active articulation head, lot #: 981030; item number: 163666, item name: femoral head bearing, lot #: 553980; item number: 110017105, item name: g7 shell, lot #: 366265; item number: 51-107140, item name: taperloc stem, lot #: 3612807. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08148; 0001825034 - 2018 - 08150; 0001825034 - 2018 - 08151; 0001825034 - 2018 - 08152. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent right hip arthroplasty approximately one year ago. Subsequently patient is experiencing pain, masses, and loosening. Patient has a mass that needs removed and he needs a revision. MRI found loosening. He is also now experiencing neuroplasm. Attempts have been made and no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. Item # 110017105, lot # 3662625, cup.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No medical records or devices provided. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.